Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: customer is spiking bags with the optima infusion adaptor (c100-o) and has seen a plastic particle from the entry point go up into the bag. This has happened with both an empty bag and a 250 ml saline bag mixed with a hazardous drug. Customer is concerned about the small plastic piece entering the bag. Per customer response 24oct2025: the floating plastic piece appears like a clear air bubble, it was found on physical inspection of a chemo bag. However, you can tell it¿s actually plastic because it can¿t be dispersed and is hard when you press down on it. This occurred with both of these products at our system: ¿ (B)(4) of baxter intravia container, empty. 150ml capacity. ¿ bbraun 250ml ns, lot j5d844, exp 03/2027.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that a plastic piece was observed floating inside an IV bag. Two c100-o infusion adapters and the associated IV bags were provided to the quality team for evaluation. During inspection, the intravia container 150 ml capacity baxter bag was found to contain the plastic particle; no particles were observed in the second IV bag. Because the plastic piece could not be safely extracted, characterization testing could not be performed. However, the membrane of the IV bag was found to be ruptured at the location where the spike is inserted into the bag. Dimensional testing showed that the diameter of the IV bag port was smaller than the diameter of the spike. As a result, excessive force was required to insert the c100-o adapter, which caused the port membrane to rupture and generated the plastic fragment observed inside the bag. A device history review was completed for lot 2412502, and no deviations or nonconformances related to the reported issue were identified during the manufacturing process. All products undergo multiple inspections throughout production to ensure quality and functionality, including verification that all critical dimensions are within specification. The results for the reported lot were reviewed and confirmed to be within the required limits. Based on our investigation and the evaluation of the returned samples, we could not identify a root cause related to the product or manufacturing process. Our findings indicate that the plastic piece likely broke off due to compatibility issues between the adapter and the IV bag. Specifically, the port on the IV bag was smaller in diameter than the c100-o infusion adapter, which would require greater force during insertion and could lead to damage as observed on the samples provided. We appreciate you bringing this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and monitored for any signs of emerging trends.

Event description:
No additional information.